Event description:
It was reported to medtronic minimed that the customer reported physical damage to pump. The customer reported no adverse event.the event involved product mmt-1886 troubleshooting was not performed. No harm requiring medical intervention was reported. Product return was requested for mmt-1886 and insulin pump was retuned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: horizontal crack in the battery tube threads which extends across the side of the pump to the front, cracked middle (enter) keypad button, keypad overlay texture damage. The pump was received without a battery cap. The pump was received with a flashing medtronic logo screen followed by an unexpected intermittent beep alarm. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--j7; pcba2--j1, lcd flex cable terminal. In summary, the customer¿s report of a crack in the case was confirmed during testing. The flashing medtronic logo screen followed by an unexpected intermittent beep alarm is due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.